Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporter phone # (B)(6). Reporting institution phone # (B)(6).

Event description:
The customer reported loudspeaker error. It is unknown if the device was in use at time of event, no patient impact was reported.

Manufacturer narrative:
Model number: 865039, catalog item identifier: 865039, contact office: (B)(6), occupation (rfb): biomedical engineer.

Event description:
The biomedical engineer (bme) onsite was responsible for the initial evaluation. A philips field service engineer (fse) went onsite to evaluate the device in question. The following functional tests were performed: the biomedical engineer discovered the cable was broken; therefore no beeping sound occurred. Results of functional testing, by the (fse), confirmed the customer's alleged malfunction there was a loudspeaker error. After philips ordered the customer a speaker assembly replacement, the component was ordered and shipped to the customer's facility for installation onsite. We conclude the customer has resolved the issue and that the device works as specified at the customer site. The device remains on site. No subsequent calls have been logged for this device/issue. No further investigation or action is warranted at this time.